Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer request identification of error code 232.6040. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer request identification of error code 232.6040. Explained to customer the problematic fault to error code. Instructed customer to interchange the display board to isolate problem error. Customer given part number to replacement display board to order. Customer will call back, if any further assistance is needed. End call. (B)(4).